Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, they noticed that lens was cracked during insertion and needed to be removed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. No sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).